Event description:
It was reported this right atrial (ra) lead exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms and low amplitude/poor morphology. Technical services (ts) was consulted and provided programming and troubleshooting options. As a result of these observation, the ra lead therapies was turned off. No adverse patient effects were reported. Subsequently, additional information was received indicating lead fracture was confirmed via lead testing and chest x-ray.